Manufacturer narrative:
Subject: complaint number (B)(4). Date: september 22, 2004. Product description: magellan safety needle 22 x 1 1/2 defect description: cannula detaches defect code: ns208. Review of lot history records a: according to the lot history records, total production for lot 334216 was (B)(4), 500 on 12/02/2003, total production for lot 401230 was (B)(4), 000 on 01/19/2004, total production for lot 401512 was (B)(4), 000 on 01/20/2004, total production for lot 403320 was (B)(4), 000 on 01/28/2004, total production for lot 409382 was (B)(4), 500 on 04/02/2004 and total production for lot 413813 was (B)(4), 500 on 05/03/2004. There were no pullouts detected during testing of 248 samples from the needles produced for these lots. A: there have been no previous complaints for pullouts against any of these lots. Review of trends (defects/complaints) a: search of our complaint database from january 1998 showed four prior occurrences of this defect for 8881950215. Complaint sample eval a: one sample from lot 334216, two samples from lot 401230, one sample from lot 401512, two samples from lot 403320, four samples from lot 409382 and two samples from lot 413813 were returned with the complaint. All returned samples were pulled to destruction on an electronic load-measuring machine. The lowest pull force measured 39.8 pounds. The minimum spec is 10 pounds. The defect could not be confirmed from the samples. Three potential contributors to this condition were identified and corrected in august 2004. These investigations and corrective actions are documented in deland corrective action dl 20040012. The production and engineering departments will be notified.

Event description:
A pt was being given an im injection with a magellan 22x-1/2 safety needle in the ed at it was reported to tyco healthcare on (B)(6) 2004 by (B)(6) that (B)(6) had a problem with a magellan needle. According to the customer, the pt made a sudden movement and when the clinician giving the injection pulled away, the needle pulled away from the hub and remained in the pt's buttocks. The ed doctor tried to make a small incision to remove the needle, but was unsuccessful. The pt was then sent to x-ray which revealed that the needle was indeed still inside her buttocks. The pt was then sent to the operating room where the needle had to be surgically removed. (B)(6) has been advised by their legal department not to release the needle that was removed from the pt. (B)(6), risk management, said she measure the needle and it was still 1-1/2 inches in length and that it did not appear to be broken. She said it looked as if it had just detached form the hub. She also said she would be happy to supply photographs of the needle if necessary.